Event description:
It was reported to boston scientific corp that a uromax ultra dilatation balloon was used during a cystoscopy with stone extraction procedure. According to the complainant, following successful dilatation, the physician was attempting to place a stent and met resistance. Upon removal of the stent, it was discovered that there was a balloon fragment inside the pt. The physician removed the balloon fragment with forceps. The physician was able to successfully place the stent after the fragment had been removed. There were no injuries to the pt. The procedure was completed with this device. There were no other pt complications and the pt condition was reported as "fine". F/u with the facility revealed that the balloon dilatation was successful. The balloon burst was not noticed until the fragment of the balloon was found inside the pt and removed.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this failure. If there is any further relevant info, a supplemental MFR's report will be filed.